Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000483, serial/lot #: n/a. A manufacturer representative went to the site to test the equipment. It was reported that the x-stage cover was bent and was therefore replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jan-09 (B)(4) (for, rep) medtronic received information regarding an imaging system that was used outside of procedure. It was reported that there was no translation in x when user try to park it after surgery. There was no patient present.